Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience sierra device referenced is filed under separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with a recent non-st elevated myocardial infarction and a 70% stenosed lesion within the mid right coronary artery (rca). Pre-dilatation was performed within the mid rca and a 2.5x38mm (1550250-38, 9020841) and a 2.75x23mm (1550275-23, 8091141) xience sierra stent were implanted. Post-dilatation was performed. 0% residual stenosis was noted without a device issue reported. On (B)(6) 2020, during a follow-up, the patient reported experiencing ongoing, intermittent chest pain that was relieved with rest. As treatment, the patients medication (nitroglycerine) was provided/adjusted. On (B)(6) 2020, during a follow-up, the patient presented with worsening chest pain. Per nuclear stress test, st segment depression was observed. On (B)(6) 2020, the patient continued to have chest pain. The patient was hospitalized and in-stent restenosis was observed in both rca, xience sierra stents. As treatment, angioplasty was performed on the 99% occluded lesion within the rca. The event resolved. No additional information was provided regarding this issue.